Event description:
Healthcare professional reported through distributor "pain" in the breast, "capsular contracture baker grade iii" with "breast deformation and visual asymmetry". This record is for the right side. The device was explanted. Medication prescribed: cefazolin fl 2g, analgin amp, 3x1 amp, paracetamol fl, 3x1 fl, ketonal amp, 3x1, lydol amp, x1/2 amp, zofran, as needed, vit c, 2 amp, dicynone, 2 amp, ca-gluconici, 1 amp, in 500 ml 0.9% nacl, by slow drip, at 8:00pm and 8:00am. Antibiotics and painkillers.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be unreported.